Manufacturer narrative:
(B)(4). Additional information message from risk manager supervisor: please clarify if the additional resection of the colon resulted in any negative outcome for the patient? Yes - complications. Was the patient¿s post operative care altered as a result of the additional resection of the colon? Yes - complications. What was the patient¿s condition following the procedure? Infection occurred. Has the patient had a full recovery? The patient had a 30 day inpatient hospital stay and was discharged with hhc. The medwatch indicates the device is available for analysis. Who should the shipper kit be sent to? At this time, we will be holding this device in the risk management department.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if the additional resection of the colon resulted in any negative outcome for the patient? Was the patient's post operative care altered as a result of the additional resection of the colon? What was the patient's condition following the procedure? Has the patient had a full recovery? Will the device be returned? The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot. '